Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. When the patient tried to recharge her device, the programmer display showed the "call your doctor" icon and por (power on reset). Troubleshooting was limited due to lack of access to the patient and/or product. Additional information has been requested, but was not available as of the date of this report.